Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 08/28/2015 with the following findings: a review of the pump histories indicated that the last basal delivery was on (B)(6) 2015 and the last bolus delivery was on (B)(6) 2015. A review of the black box indicated a loss of prime occurred on (B)(6) 2015 at 09:07 and deliveries resumed at 09:19. A review of the total daily dose history indicated that insulin delivery totals correctly reflected programed values. The pump successfully completed a rewind, load, and prime sequence. The pump was exercised for 24 hours on a 2unit per hour basal rate; at the end of the 24 hour period the basal history correctly showed 2.0units per hour had been delivered and the total daily dose history correctly showed that 48.0 total units had been delivered in the 24 hour period. The pump passed delivery accuracy testing and was found to be delivering within required specifications. No errors, alarms, or warnings occurred during testing. The complaint could not be confirmed or duplicated on investigation. Unrelated to the original complaint, investigation revealed that the battery compartment was cracked in two places. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On 08/02/2015 the reporter contacted animas alleging that on (B)(6) 2015 the patient experienced elevated blood glucose (bg) of 318mg/dl with nausea and vomiting. Reportedly, the patient did not receive any treatment above and beyond the usual routine of diabetes care and management and remained on the pump. Troubleshooting indicated that the basal history did not match the active basal program. This complaint is being reported based on the allegation that the patient experienced hyperglycemia associated with a basal history discrepancy.